Event description:
Product broke during a laparoscopic procedure.  The parts of the product that moved the jaw up and down snapped and the two pieces fell into the partient.  They were both retrieved. No patient injury.

Manufacturer narrative:
The device has not be received for evaluation. If the device becomes available a follow up with evaluation results will be sent.

Manufacturer narrative:
(B)(4): one (1) device was returned for product broke during a laparoscopic procedure, the parts of the product that moved the jaw up and down snapped and the two pieces fell into the patient. Evaluation of the returned device confirmed the reported issue. This product is part of trial sample pool. Evaluation revealed that the tip of the actuating rod and the pin that holds the jaw and rod together were missing. The parts that broke during the procedure were not returned for evaluation. Without the broken parts (tip of the actuating rod and pin), we are unable to determine the actual cause of the reported failure. If the tip of the rod was manufactured too thin the instrument would have broken after just a few uses. The device returned was a 2010 instrument, (manufactured march 2010) and has been in use for a couple of years. The instrument appears to have been overstressed. The broken jaw pin indicates that the device may have been used or handled beyond its capabilities. A review of the device history record did not indicate any issues that would have contributed to the reported failure. A trend analysis was conducted for this failure mode and product code. There were some reported failures with broken jaws for this product code but without the returned broken parts we cannot conclude what actually failed based on the reported issue. The instrument will be repaired under warranty and returned back into the trial sample pool. Our records have been updated to aid in activities should another issue be recorded for this product code.